Event description:
"Mr. (B)(6) states that when the pronto wheelchair was charging and all of a sudden there was a spark and it caught fire. Mr. (B)(6) stated that he then unplugged and took everything out of the house." No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m41, serial number/date code and age of product are unknown. The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. A family member of the consumer called stating that when the m41 power chair was charging there was allegedly a spark and it caught fire. The chair was unplugged and unit was taken outside. No injury alleged.